Event description:
Pt initiated hhd therapy on nxstage on (B)(6) 2013. On (B)(6), the pt experienced chest pain and was hospitalized. Cardiac catheterization was negative and no blockages were found. Per the pt, he was discharged with a diagnosis of "cardiac spasms" and was prescribed lipitor.

Manufacturer narrative:
The pt's dry weight was being adjusted which may have been a contributing factor in the reported event. A f/u report will be submitted upon completion of nxstage system one investigation.